Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to duplicate the reported issue through testing; however, a review of the electronic keylog and patient event record was performed where the reported loss of power was verified to have occurred.  Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device rebooted two different times. The patient was only being monitored and the reported device reboot did not effect the outcome of the patient. No additional information on the event has been provided. There was no report of any adverse effects to the patient during the reported event. The patient was in his 50's, but the exact age is unknown.